Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zheng h, feng e, xiao y, liu x, lai t, xu z, chen j, xie s, lin f, zhang y. Is ai 3d-printed psi an accurate option for patients with developmental dysplasia of the hip undergoing tha? Bmc musculoskelet disord. 2024 apr 22;25(1):308. Doi: 10.1186/s12891-024-07449-3. Pmid: 38649919; pmcid: pmc11034034. Objective/methods/study data: study aims to enhance the accuracy of implant placement during total hip arthroplasty (tha) by integrating ai-enhanced preoperative planning with patient-specifc instrumentation (psi). We also seek to assess the accuracy and clinical outcomes of the ai-psi (aipsi) group in comparison to a manual control group. 60 patients were included within the study. 30 patients were in the control group and were implanted with unk hip femoral stem corail and unk hip acetabular cup pinnacle. The remaining 30 didn¿t involve depuy implants. Other devices that were used on the patient at the time of the event: unknown hip acetabular liners lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip femoral head, unk hip femoral stem corail, and unk hip acetabular cup pinnacle. Adverse event(s) and provided interventions possibly associated with unknown hip femoral head (qty 3): lld exceeded 10 mm in three patients. No intervention noted. Adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail(qty 3): lld exceeded 10 mm in three patients. No intervention noted. Adverse event(s) and provided interventions possibly associated with unk hip acetabular cup pinnacle (qty 1): cup anteversion and inclination was outside of the target areas. No intervention noted.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: zheng h, feng e, xiao y, liu x, lai t, xu z, chen j, xie s, lin f, zhang y. Is ai 3d-printed psi an accurate option for patients with developmental dysplasia of the hip undergoing tha? Bmc musculoskelet disord. 2024 apr 22;25(1):308. Doi: 10.1186/s12891-024-07449-3. Pmid: 38649919; pmcid: pmc11034034. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.